Event description:
During laparoscopic bilateral hernia repair, a 12mm blunt trocar balloon ruptured after being inflated in pt by surgeon. The trocar was removed by surgeon, a second 12mm blunt trocar was placed and inflated. The 2nd balloon also ruptured after being placed in pt. It was removed by surgeon. A 3rd blunt trocar was placed, balloon inflated without any issues. Pt discharged home.